Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the outer flow tubing exhibits abrasions near open end; the directional indicator (blue arrow) is partially erased; the outer flow tubing exhibits contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 3,393 joules, 1:16 minutes while using the surgical fiber during a prostate procedure, the tip of the fiber detached inside of the patient and was retrieved. The fiber tip / cap was not cleaned during the procedure. The case was completed using an alternate procedure (vaprode). Patient outcome: "ok" - there was no injury reported.